Event description:
The patient reported experiencing elevated blood glucose of up to 600 mg/dl for 5-6 weeks. The patient bolused through the infusion device and blood glucose did not decrease. The patient injected insulin via pen and blood glucose levels did decrease. The patient believes there is an issue with the infusion device. The patient's normal blood glucose level is 180 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.